Manufacturer narrative:
The reported failure ventilator inoperative of is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to a service center for service due to a ventilator inoperable alarm. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a ventilator inoperative error code e155 (evt_mach_flow_drift_high) in the error log. This error indicated machine flow sensor drift above the specification (>0.2lpm). The flow sensor will be replaced to address the issue. Additionally, the internal battery door was damaged, preventative maintenance replacement of the air foam inlet filter, muffler, and particulate filter. The pm label will be added to the unit and the data identified additional error codes e144 (evt_mcl_foc_shutdown) and e030 (evt_high_respiratory_rate), therefore, the system pca will need to be replaced. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event.